Manufacturer narrative:
Investigation type: eitan medical investigated the pump involved in the event. Investigation findings: the pump infused without any irregularities and was found to meet its specifications. Conclusion: the pump infused without any irregularities. The pump was found to meet its specifications and successfully passed accuracy testing.

Event description:
This complaint was reported by a customer from USA. A delivery issue was reported. No human harm was reported. It was reported that no medical intervention was required as a result of this event.

Manufacturer narrative:
Investigation type: eitan medical investigated the event log. Investigation findings: no incident date was provided by the customer; therefore 3 last treatments were investigated. No indication of any pump malfunction was observed in the event log for any of investigated treatments. Conclusion: at this time, there is no indication for any malfunction. Eitan medical has requested the pump to be received for investigation. When received, the pump will be tested, and the test results will be presented in an additional report.

Event description:
This complaint was reported by a customer from USA. A delivery issue was reported. No human harm was reported. It was reported that no medical intervention was required as a result of this event.

Event description:
This complaint was reported by a customer from USA. A delivery issue was reported. No human harm was reported. It was reported that no medical intervention was required as a result of this event.